Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the cannula unit was separated in pieces inside the box. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cannula adaptor was detached from the handle. The packaging was unsealed and the c-ring had been retracted. There was no evidence of blood. Based upon this observation, the reported failure "handle separated" was confirmed. Internal file number - (B)(4).